Manufacturer narrative:
Final analysis found that the insulation was abraded at 8.8 cm to 9.1cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission. Upon review the right ventricular lead exhibited noise. Noise was reproducible with isometric testing. Chest x-ray was performed and revealed the lead may not be fully connected to the device header. The lead was explanted and replaced. No further information was available.